Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The electrical continuity test was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci cystectomy procedure, the sterilization supervisor advice one cable cutted after surgery on a maryland bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.